Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the initial implant procedure, damage to the helix was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition. Details are listed in the article titled "procedural outcome and follow-up of stylet-driven leads compared with lumenless leads for left bundle branch area pacing ".